Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Tandem technical support advised to the customer to keep items from pressing the button, as this is most likely the cause of the alarm. The customer stated nothing was pressing up against the button to trigger the alarm. There was no information provided regarding the customer's blood glucose level.